Manufacturer narrative:
DHR review performed and no contributing factors were found for the issue. The guidewire is a component of the end product and is not manufactured by pfm medical, inc. The product and component had no associated non-conformances or similar issues reported. No further investigation possible without the device returned. Reporter check in with the vascular surgeon multiple times to see how the patient was doing.

Event description:
Issue with a guide wire in which resulted in the patient having to be sent to ir for removal. After obtaining access to the vein without issue, the guidewire was inserted. The guidewire was only able to be inserted 6-10 cm in. An attempt to remove the guidewire was made but was not successful. The needle was removed and a second attempt was made to remove the guidewire puling the line gently, however it began to fray and come unraveled. The ultrasound was used to visualize the guidewire and showed it inside the vessel but appeared to have developed a knot at the end. An incision was created and the introducer inserted to try to create a larger opening for the guidewire. This was unsuccessful. The wire was then coiled, the insertion site dressed, and the md was notified.